Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that cannula did not deploy during activation. Patient reported that pink slide could not be seen through the viewing window of the pod. This indicates a failure of the needle mechanism to deploy as intended during activation. Duration of wear was less than one hour. As treatment, a new pod was applied. No impact to the patients¿ glucose level was reported.